Event description:
A hospital in (B)(6) reported a patient was treated for a femoral trochanteric fracture with a j pfna. Ten months post implant the surgeon found core decompression with the blade. The surgeon indicated that the reduction had been in a state of instability since the surgery as the valgus displacement still remained.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.